Event description:
Doctor reports that the patient used product for the first time and experienced an intense ocular burning. The patient immediately removed her contact. When her physician saw her three days later, he observed a total erosion of the epithelium (ou) which was described as being similar to a toxic effect. The patient was hospitalized for four days ans was treated locally with a tropine, nandrolone, vitamin a ointment and gentalline. Reporter states that the incident resolved totally with treatment. Per the doctor, the patient has a "special phychism" and he was afraid that she did not tell the truth. He was convinced that the product could not cause such an effect and wondered if perhaps something else had been added to the bottle or if another product may have caused this event.